Manufacturer narrative:
(B)(6).the unit was received at the international service center for evaluation. The technician did not duplicate the customer's report of unit did not turn on. Test was performed when ac power was connected to the unit more than once to confirm if the unit started up properly by pressing power button. The unit arrived without internal battery, so the test was performed only on ac power. It was confirmed that the unit started up properly. Using a battery at service center, the unit was tested with ac and internal battery, and only with internal battery, and then the unit started up on both. Review of the diagnostic log identified occurrence of ventilator restarted due to anomalies detected during operation, and backup alarm test failed. Both primary alarm and backup alarm sounded when self-test was performed at start-up. The unit started normally, so backup alarm test failed was not duplicated. In addition, operational position of the touch screen was misaligned, which was not resolved by calibration. No abnormality was found inside the unit cpu board was replaced to address the backup alarm test failure and unit restarting due to anomalies detected during operation. Power management board was replaced to address the touch screen problem.

Event description:
The international sales representative reported that during run in test of the v60 vent, the unit did not turn on. There was no patient involvement.

Manufacturer narrative:
During further investigation which was concluded on (B)(6) 2017, a visual inspection of the pm pcba revealed no evidence of damage or contamination. During testing, no failures were found with the power management pcba or the touchscreen. The touch screen responded to touch command and passed the screen calibration test. The power management (pm) pcba and touchscreen were exhaustively tested and no failures were identified. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem.